Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on june 30, 2015. It was reported that a patient specific implant (psi) and associated hardware were explanted from the patient due to infection. The psi and associated hardware were originally implanted on (B)(6) 2015 and subsequently explanted due to infection on (B)(6) 2015. A new implant was placed during the (B)(6) 2015 revision surgery and the patient is reportedly doing well. This report is 12 of 24 for (B)(4).

Event description:
It was reported that a patient specific implant (psi) had been explanted due to infection. No other information reported. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: documentation shows this device was manufactured, etched, inspected, cleaned and forward for plasma treatment as per model specifications. No inconsistencies were found during these processes. There were no non-conformance reports issued against this work order. Raw material review (lot 7765396) also identified no issues device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.